Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. (B)(4). Visual evaluation of the returned device found that the tube had been kinked at 47cm from the distal end and the proximal section (ttp j-tube hub) was cut and was not returned for inspection. The investigation was consistent with the reported event that the device was kinked. Based on the examination of the returned device, the event description and evaluation of other devices with the same issue of feeding tube kinked, the most probable root cause is anticipated procedural complication.

Event description:
It was reported to boston scientific corporation that an endovive three-port through the peg jejunal tube was used during a percutaneous endoscopic gastrostomy procedure performed on (B)(6) 2017. According to the complainant, 3-4 days after the placement of the device, the nutrients stopped flowing. On (B)(6) 2017, the tube was pulled out in order to check the device, and it was found that the jejunal tube was kinked. There were no patient complications reported as a result of this event.